Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose value of 420 mg/dl. Customer's other blood glucose value was unknown. Customer did receive a change sensor alert and calibration not accepted alert. It was unknown weather customer was using auto mode or not. Customer did not want to troubleshoot for the high blood glucose. The device will not be returned for analysis.